Manufacturer narrative:
The biosense webster, inc (bwi) product analysis lab received the device for evaluation. The investigational analysis has been completed on 3/26/2021. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30482467m number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ persistent ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade which required a pericardiocentesis. An impedance spike was noticed and the physician checked for a pericardial effusion about 40 minutes after they were no longer getting bi-directional block while doing a cavo-tricuspid isthmus line (cti) flutter line. The ultrasound confirmed that there was cardiac tamponade that required a pericardiocentesis. The patient was in stable condition and pericardiocentesis was done. There was about 400 cc of fluid removed from the patient. The patient did not require any surgical repair and stayed overnight in the unit for observation. The physician¿s opinion regarding the cause of this adverse event is that the steam pop and the impedance spike may have been the cause of the effusion. A transseptal puncture was performed with a brk needle, prior to noting the cardiac tamponade, ablation was performed. Evidence of steam pop was displayed on the ultrasound (uls) screen when bubbles were seen and edema was noted along the atrial wall. Force visualization features: graph, dashboard, vector and visitag. Default visitag settings used. No error messages were observed on biosense webster equipment during the procedure. Correct pump settings were used and during ablation, the pump was not switching from low to high settings. Fti color options were used prospectively. When the impedance cutoff value was exceeded the system immediately stopped the ablation lesion in progress. The steam pop issue was assessed as not MDR reportable. High impedance reading was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.